Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 408mg/dl due to a bent cannula. Customer treated with a syringe. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.